Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage past the septum. The following information was provided by the initial reporter: a contrast-enhanced CT scan was performed for a patient with nexiva where qsyte was not removed, but was covered by a disinfecting cap called curos, and leakage was then observed from the relevant site. Neither body fluids nor blood leaked but the contrast media or saline seemed to have leaked. There was no health hazard for the patient.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage past the septum. The following information was provided by the initial reporter: a contrast-enhanced CT scan was performed for a patient with nexiva where qsyte was not removed, but was covered by a disinfecting cap called curos, and leakage was then observed from the relevant site. Neither body fluids nor blood leaked but the contrast media or saline seemed to have leaked. There was no health hazard for the patient.